Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were dropping from the device, and not forming properly. Another device was used to complete the case. There was no consequence to patient.